Event description:
The customer reported the ventilator would not function on ac power. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician verified the customer reported problem, noting that the ventilator would not power on and the mains led was not lit. The service technician reported he found a loose wire connector at the mains circuit breaker on the ac distribution panel. The service technician tightened the connection to correct the reported problem, and verified the unit operated on ac power as specified. If a loss of ac power occurs during use and the ventilator shuts down, an audible power fail alarm will activate. Extended self testing (est) was completed, and all tests passed per operating specifications.

Manufacturer narrative:
Loose wire connection to ac mains breaker.